Event description:
It was reported that lot 08079ae2 had no suction at all, lot 08088ae2 the white suction tip broke off during surgery.

Manufacturer narrative:
Additional info will be provided once investigation is completed.